Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection and functional testing were performed. The customer complaint was confirmed through visual inspection as the downstream occlusion (dso) seal was found to be ripped. The dso seal was replaced. A dso sensor calibration plus a performance verification test (pvt) were performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.

Event description:
It was reported that the downstream occlusion (dso) seal was lifted and device failed dso occlusion test. There was no patient involvement.